Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the plan glass of the telescope is damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the identified fault pattern is most likely attributable to the use of excessive force by the customer. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the telescope "trueview ii" had a broken lens. There were no reports of patient harm.